Event description:
A break in the retention dome during traction removal. The indwell time was 173 days. The dome portion was removed endoscopically. The same pt has experienced three consecutive dome breakages. Reportedly, the pt had a slightly smaller stoma than the other pts.

Manufacturer narrative:
The complaint of a complete break in the feeding tube is confirmed and should be reported as user related. The complete break in the feeding tube is the result of excessive force that was used during device removal. The break site is located at the retention dome. No damage to the retention dome was observed. The device had been in place for approximately 173 days prior to the complaint incident. Gross visual and microscopic examinations and functional testing shows no evidence of a defect of deformity related to the mfg process. A chr review showed no other similar product complaint file(s) from this lot.